Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 10mm in length, eccentric, de novo target lesion was located in the non-tortuous and non-calcified left main extending to the proximal left anterior descending artery. A 20 x 4.00 promus premier drug-eluting stent was deployed to treat the lesion. Post stent deployment, an image revealed stent fracture. The physician decided to post dilate the stent with an 8mmx4.0 nc emerge balloon catheter. The image of stent fracture was still there but a strut displacement could also be considered. The physician decided to leave it as is and did not perform intra-venous ultrasound (ivus). No patient complications were reported and the patient status was fine and stable.

Manufacturer narrative:
Upn- search corrected from (B)(4)- promus premier ous mr 20 x 4.00 - 39251-2040 to (B)(4)- promus premier - cmc - (B)(4) (intervent cardio) - 30000. Upn corrected from (B)(4) to (B)(4). Catalog/model # corrected from 39251-2040 to none. Device lot number from 18963550 to none. Device expiration date corrected from 08/16/2017 to none. Device avail. For eval? Corrected from yes to no. Returned to MFR. On corrected from 08/11/2016 to none. Device returned to MFR.? Corrected from yes to no. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the implanted stent was a 16mm x 4.0mm promus premier¿ drug-eluting stent and not a 20 x 4.00 promus premier&#63492;rug-eluting stent as what was previously reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4)

Event description:
It was further reported that the implanted stent was not fully separated and did not move from the implanted location.